Manufacturer narrative:
Plant investigation: no parts were returned to the manufacturer for physical evaluation. A records review was performed on the reported serial number. An investigation of the device manufacturing records was conducted by the manufacturer. There were no non-conformances, or any associated rework identified during the manufacturing process which could be related to the reported event. In addition, the device history record (DHR) review confirmed the results of the in-progress and final quality control (qc) testing met all requirements. The investigation into the cause of the reported problem was not able to be confirmed. A definitive conclusion regarding the complaint incident cannot be reached without a physical examination of the complaint device.

Event description:
This is a report of a patient who experienced an increased intraperitoneal volume (iipv) event coincident with peritoneal dialysis (pd) therapy. The event was discovered while reviewing the patient¿s treatment report of a stat drain volume of 4646 ml during pd treatment using the cycler. It was reported the patient bypassed drain 0 and did not drain the 2494 ml from the previous night's treatment and prior to going into fill 1 of treatment. The drain volume of 4646 ml is 186% the patient's largest fill volume of 2499 ml. As a result of the iipv event, the technical support representative assisted the patient with bypassing to fill 2 of treatment. Additional information was requested but was not received to date.

Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
This is a report of a patient who experienced an increased intraperitoneal volume (iipv) event coincident with peritoneal dialysis (pd) therapy. The event was discovered while reviewing the patient¿s treatment report of a stat drain volume of 4646 ml during pd treatment using the cycler. It was reported the patient bypassed drain 0 and did not drain the 2494 ml from the previous night's treatment and prior to going into fill 1 of treatment. The drain volume of 4646 ml is 186% the patient's largest fill volume of 2499 ml. As a result of the iipv event, the technical support representative assisted the patient with bypassing to fill 2 of treatment. Additional information was requested but was not received to date.